Event description:
A malfunction on the pump was reported, with no notable events occurring prior to the issue. There was no reported adverse impact to the customer's blood glucose level. Customer assistance was provided with resetting the pump, which resolved the issue, allowing continued use without further incidents. It was advised that the customer should call back if any malfunction code occurs again, and the customer acknowledged this instruction.